Event description:
It was reported that during a procedure involving the fusion oxygenator, there was a rapid increase in pressure after the procedure began. As the aorta had not yet been clamped and cardiac arrest had not been induced, the decision was made to go off bypass and completely replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information a2 age at event additional information a4 weight in lbs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the following drugs were used 1250ml jono-steril with 10,000 i.u. Heparin. Pressure measurements were taken pre and post oxygenator, pre-oxygenator pressure at full flow was 258 mmhg. After 2 minutes the pressure was 423 mmhg and one minute later it was 450 mmhg. The delta pressure flow was at 80%. The hms plus was used to monitor heparin doing and the act value was 549 seconds. The temperature pre-oxygenator was 33.2°c and the post-oxygenator temperature was 34.4°c. Device evaluation summary: visual inspection shows evidence of clots. Pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results were 173 mmhg blood side pressure drop. Reason for the return was not confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.